Event description:
Implant date: 2006. It was reported that the patient underwent l5 laminectomy, and nerve root decompression, decompression, diskectomy, and single-level interbody fusion at l4-5 using a zimmer peek construct/infuse bone graft supplemented with another manufacturer's posterior fixation instrumentation. Endura bovine pericardium was used as a dual barrier. The surgery was undertaken in response to a history of low back and right lower extremity pain due to l4-5 degenerative spondylolisthesis. In response to a complaint of pain extending down the right leg at 11 weeks post-op a revision surgery was performed to excise a large fluid collection within a pseudo-wall located between the heads of the pedicle screws, and extending down toward where the rod attaches and spans. The fluid collection was located directly beneath the endura bovine pericardium dural sheet (integra). When the sheet was lifted during the revision, the fluid collection burst. The encapsulated fluid collection was not in contact with the vertebral body. The fluid was described as clear yellow, and under pressure. The fluid was sent for analysis. The fluid was determined to be negative for any organisms or pmns. The encapsulating tissue was also removed, but not analyzed. Neural elements beneath the fluid collection were reportedly displaced. The patient's pain reportedly improved post-procedure.

Manufacturer narrative:
It should be noted that other manufacturers' products, including another biologic agent, were used. It is unknown what role the interaction of these varied products played in the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.